Event description:
The physician was gaining groin access and when he went to pull the wire back, it began to unravel. All of the wire was removed without the pt having any complications. There was no other procedure needed to remove the wire.

Manufacturer narrative:
This failure is determined to be an isolated event due to operator error.